Event description:
Customer reported that the perforator was used with the midas power source and it did not stop and went thru the patients skull and got stuck in the bone. It was noted that the patient had a thick skull. As a result the doctor used a manual extraction with a midas tool to remove the device.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Evaluation in process.

Manufacturer narrative:
The returned perforator was visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history records has found no discrepancies. The complaint cannot be confirmed. Based on the results of this investigation no further action is required. At this time, the complaint is considered to be closed.